Event description:
My name is dr. (B)(6). I live in (B)(6) since 2002. I came to india end of (B)(6) 2024 because my mom was not well. My mom passed away on (B)(6). Last 4 days back on (B)(6) I had a fall because of blackout. I got avulsion fracture of right foot. Because of the swelling the doc put a cast. Because of fainting episode I thought I will consult my doc who is a cardiologist dr.(B)(6) to get routine holter testing done because of my age and too many stress factors contributing to it. He sent smartcardia company rep mr. (B)(6) on (B)(6) to my house to put the ECG (electrocardiogram) monitor patch on me. He put that monitor patch on my chest in the evening. Next day morning at around 11am I started getting uneasy feeling so I called mr. (B)(6) and started explaining him by then the severity of some stabbing sensation in my chest was so bad that I pulled off the patch. I saw my skin burning. The patch was so hot like a hot plate. My maid was with me. She also tried touching and it was too hot and the light was on. We thought it will explode so we kept it away. Thank god it didn't. I have never come across anything this hot other than an electric hot plate. I informed the company rep and sent a message on company website. The company ceo called immediately and I explained him everything. He said this has never happened anytime. He apologized and he said he will recall all the same batch units. He needs this patch also to check what went wrong. I said ok. He said he is ready to help me with anything to resolve this issue. Their representatives kept calling me to return that defective patch. I refused to return it. I consulted a plastic surgeon. He said it is deep nearly third degree burn and started antibiotics and local antibiotics also. It has become such a big disfiguring wound. I may need wound debridement and skin graft for it. I am very upset with the whole thing. I am already going through mental trauma and stress because of this. I am worried about healing part and cosmetic part. I will not let this happen to any other patient. You all need to look into this matter seriously since it's a life-threatening hazard. This is FDA approved unit. This company is selling these units all over the world. The rep and ceo are calling me to hand over that patch to them. They are coming to see me. I¿m not going to give that patch back. I need answers. I have all the proofs and pictures. Please call me at (B)(6) if you need any info. I will be in india for another one month and then return to us. My us number is (B)(6). My husband's number is (B)(6). Thank you.